Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this 22mm aortic mechanical valve, it was explanted and replaced with another mechanical valve. The reason for the replacement was reported as a case of patient prosthesis mismatch. The physician indicated that the valve was replaced with a different sized valve so that it would be more adaptable to the patient and ensure good hemodynamics. It was noted that leaflet motion was tested with the blue actuator during the implant procedure and the valve was rotated within the annulus in an attempt to obtain appropriate leaflet motion. It was further reported that the physician thought the leaflets were not moving properly due to a sizing issue. No additional adverse patient effects were reported.